Manufacturer narrative:
Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. It was reported that the patient faced leakage at cannula on 06-apr-2024,16-apr-2024. The blood glucose level was 14mmol/l at the time of event. The issue occurred with two similar types of infusion sets used for two days. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.